Manufacturer narrative:
Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the power knob and mean pressure adjust needle valve were broken. The fsr replaced the power knob and needle valve and performed a 6k preventative maintenance procedure. The fsr performed the operational verification procedure and the unit meets manufacturer specifications.

Event description:
The customer reported that the piston stopped while the device was in use on a patient. Reportedly, there was no patient harm associated with this issue and the patient was switched to another ventilator.